Manufacturer narrative:
This report is associated with (B)(4), biotene unknown.

Event description:
Suspected transmission of an infectious agent via a medicinal product. [Suspected transmission of an infectious agent via product]. Upset stomach [upset stomach]. Diarrhea [diarrhea]. Case description: this case was reported by a other health professional via sales rep and described the occurrence of upset stomach in a female patient who received oral moisturisers (biotene unknown) unknown for product used for unknown indication. On an unknown date, the patient started biotene unknown at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene unknown, the patient experienced upset stomach and diarrhea. Biotene unknown was discontinued (dechallenge was positive). On an unknown date, the outcome of the upset stomach and diarrhea were recovered/resolved. It was unknown if the reporter considered the upset stomach and diarrhea to be related to biotene unknown. Additional information, the dental hygienist reported that a patient stated that since her last visit to the dental office, she had tried and stopped using biotene because it was upsetting her stomach and she had the runs (diarrhea). She stated that she had read the info that stated diarrhea was a side effect. The patient had indicated that biotene was the only new item in her routine and diet. The symptoms resolved after stopping the use of biotene. The female patient was in her early 80's. Follow up information was received from dental hygienist via phone on 23 december 2015. The reporter stated that the dentist believed what the patient was reacting to was xylitol. The reporter stated this had been an issue for years and they think they narrowed it down to xylitol being the cause. The consumer was not prescribed treatment for the condition. The reporter considered the upset stomach and diarrhea to be related to xylitol. Follow up information was received on 23 february 2016. Follow up received from dental hygienist via mail. The reporter stated that the adverse event was diarrhea and provided (B)(6) 2014 as the onset dates. The reporter stated that the outcome of the diarrhea was resolved and that the relationship to the gsk product was probable. She indicated that the adverse event was a result of suspected transmission of an infectious agent via a medicinal product. The reporter stated that the patient developed diarrhea after use of xylitol gum for caried prevention. The reporter indicated that the consumer stopped the use of product and the diarrhea ended after a day. The dental hygienist did not consider the event to be serious.